Event description:
Arrow intl, 3000 bernville rd, reading, pa 19605. As I explained during our telephone conversation, we were unable to find this report in our database, and based upon the limited info that you provided, we are unable to respond to your questions.